Event description:
It was reported that during a lead replacement, the set screw on the atrial lead port became stripped. The device was replaced. Patient condition was good.

Manufacturer narrative:
The reported field event of a set screw anomaly was confirmed in the laboratory. Visual inspection noted damage on the a is-1 bi set screw and silicone in the hex cavity. This material prevented full insertion of the torque driver in the hex cavity.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.